Event description:
It was reported that the patient was found down at their home. The patient had no pulse and their pupils were fixed and dilated. The patient's left ventricular assist device had low flow alarms. Cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The account indicated that the death was not related to the implant procedure and that it was unlikely that the death was related to the device. The account indicated that the device was not available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20jan2022. No further information was provided. The manufacturer is closing the file on this event.